Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a surgical wound infection. The patient has a history of chronic left ventricular assist device (lvad) infections while implanted with a non-heartmate product. The patient was exchanged to a heartmate 3 in 2019 and this is their 6th infection related hospitalization between both products. The patient's surgical wound presented with dehiscence, and cultures grew high grade methicillin-resistant staphylococcus aureus (mrsa), multi-drug resistant enterobacter, klebsiella, and candida albicans. Surgical incision and drainage was required. The patient was discharged with a vacuum-assisted closure (vac) dressing as well as intravenous vancomycin and zosyn.